Event description:
A pericardial effusion occurred during geometry creation in the left superior pulmonary vein (lspv). A reflexion spiral diagnostic catheter was placed in the lspv for mapping purposes. The physician was moving the cool flex ablation catheter within the lspv and on the left atrial roof when the pt's blood pressure decreased. An echocardiogram revealed a small pericardial effusion, which a pericardiocentesis was performed. The pt's vital signs returned to normal and the procedure was reported.

Manufacturer narrative:
The device was not returned to sjm for eval. Review of the device history record was not possible as the lot number of the device is unk. The most probable root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.